Event description:
Dealer states the rivnuts have pushed into the frame and the customer took the seat upholsery off and is sitting on the bars.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.